Manufacturer narrative:
Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). Device by manufacturer: on (B)(6) 2016, an fse was dispatched to the customer facility to address the reported event. Fse began to troubleshoot the issues. Fse found the sample nozzle hitting on the edge of the diluent position. The unit couldn't pull diluent was hitting the nozzle so air detected diluent did not occur. Fse performed all compound action adjustments and performed liquid level sense cup = 195ul and tube = 503ul. Fse ran quality controls (qc) l1 and l3 biorad lot #57460. Qc was the same. The customer was advised to calibrate the unit and check qc. The customer ran qc in which all results were within acceptable range and verified that the analyzer was functioning correctly. The aia-360 analyzer was functioning as intended and the errors cleared. No further action required by field service. The probable cause of the event was nozzle alignment off to diluent port.

Event description:
On (B)(6) 2016, a customer reported controls lower than expected with their aia-360 analyzer. The customer is unable to run pth patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting pth patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.